Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a non-union was discovered to have occurred on an osteotomy; the plate broke. A revision surgery was performed on (B)(6) 2015. It also was reported that the nonunion occurred due to the patient having osteoporosis. The original surgery was performed to correct a right distal radius from a previous nontreated fracture. During the original surgery a 5 hole distal locking plate was implanted along with several screws. The 5 hole plate broke at the triangular opening but not at a screw hole and the broken plate and all screws were removed intact. A revision was performed in which an osteotomy was performed with an auto graft with chronos wedge; a new plate and screws were implanted. The procedure was completed successfully with no surgical delay. This report is 1 of 1 for (B)(4).